Event description:
A malfunction was reported by the caller regarding the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.